Manufacturer narrative:
Batch review performed on 29 may 2017. (B)(4).

Event description:
The patient showed signs of skin necrosis, the surgeon decided re-open the patient to remove the necrotic skin and decided to do a poly exchange as a precautionary measure. The surgery was completed successfully. X-rays and explants are not available.